Manufacturer narrative:
He DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. Multiple attempts to gather additional information were unsuccessful. The cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported having a hyperglycemic event while at a music festival. The patient went to the hospital where the patient was treated with saline and insulin. The device logs indicate this event occurred late on 5/18/"2028" (sunday). Multiple attempts by customer care to obtain additional information were unsuccessful.